Manufacturer narrative:
(B)(4).

Event description:
Procedure: abdominoplasty or panniculectomy. According to the reporter. The pt reexperienced suture extrusion on (B)(6) 2010 and (B)(6) 2010 without purulent discharge or abscess and the extruded suture was removed. Add'l info about the case was received which stated that the pt experienced a wound dehiscence which resolved without sequelae and was possibly related to the device.